Event description:
The customer contact reported an adverse event while the device was in use. The tubing set was being used to deliver 2.25 grams of zosyn in 60ml every 6 hours with a 2ml kvo rate between doses. After approximately 8 hours in use, a leak at the filter was noted. It was reported that the patient's peripherally inserted central catheter (PICC) clotted. The patient went to the emergency room where the clot was reportedly removed. The tubing set and solution container were replaced and therapy was resumed. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.